Event description:
According to the available information, patient admitted to unit from pacu. When transferring from stretcher to bed, catheter noted to be about half way out. Patient reporting penile pain. Once fully transferred, catheter was noticed fully out, tip intact and balloon deflated. Buddy nurse notified charge nurse and grabbed catheter supplies while writer obtained post op vitals. Writer then reinserted a 22fr 3 way and irrigated for #3 returns. Connected to cbi running brisk #2. Patient tolerated procedure well. Patient aware to call if feeling bladder fullness, pressure or urge. Previous foley put into white specimen container sent from operating room. No apparent harm - reached the patient/person -- inconvenient.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.